Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain. The pt wrote to the MFR stating pt had experienced "no feeling from the waist down." The hcp was contacted and stated the pt had transverse myelitis with pain and paresthesia as symptoms of this condition. To decrease the potential aggravation of this condition, the catheter was explanted, but the pump remains implanted. The hcp does not plan to implant another catheter. The pt is doing well on oral pain medication.